Event description:
The pt reported an elevated blood glucose reading of 406 mg/dl with his recommended range being 70-140 mg/dl. He stated his symptoms were a queasy stomach and frequent urination and he treated his reading by bolusing 20 units of insulin through his infusion device. To troubleshoot, the pt was instructed to disconnect from his infusion device and run a prime. No insulin came out of the tubing. This process was repeated with the same results. When the pt was instructed to remove the cartridge from the device and examine it, he discovered there was moisture around the adapter. The pt was instructed to disconnect the infusion set tubing and examine the luer lock, and he stated it was cracked. The patient stated he must have overtightened it when he changed his cartridge last night. On follow up, the patient stated he changed his cartridge and tubing and his blood glucose readings are returning to his normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.